Event description:
It was reported the device was in use with patient and a tear in the flange was noted. The reporter stated a tube change was required to maintain airway. No further adverse effects reported.